Event description:
It was reported that the patient developed an infection after a phalloplasty procedure and the tissue had to be removed. The procedure was performed on a pt in 2001. The pt returned with an infection 20 days later and was prescribed antibiotics. The tissue was removed the following day. IV antibiotics given pt during initial procedure. 3 pieces of tissue were used. Pdsii sutures were used. Pt reportedly may not have adhered to post-surgical instructions.